Event description:
It was reported that a patient with a toric intraocular lens (iol) in the left eye has been miserable and also hasn't gotten the range she was hoping from the lens. Through follow up it was learned that the patient is happy with the right eye, but is extremely bothered by the result in the left eye despite the surgery being smooth and uneventful (as well as cylinder being well-corrected for, with only -0.25 residual cylinder). The patient felt this way from post-operatively (op) day one. The surgeon had hoped that with time and neuroadaptation the patient would adjust, however, the patient remains unhappy with the outcome in the left eye. The patient feels the vision in the left eye is suboptimal without corrective lenses, as well as with corrective lenses. Best corrected visual acuity (bscva) pre-op: 20/80- and bscva post-op: 20/50-. The patient has had multiple pairs of glasses made and cannot find a pair that assists with her vision in the left eye. The patient feels that it has become less functional in this eye compared to preoperatively. The patient cannot read, even with spectacles in place from the left eye and feels that the quality of vision in the left eye has been negatively affected by the implant. The patient has been sent for a second opinion with another comprehensive ophthalmologist, as well as had a formal retinal opinion. No additional/separate therapy has been advised at this time. There is no apparent defect on the lens an explant is planned, but a surgical date has not been booked yet or timing has not been confirmed. No further information.

Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.